Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of an implantable cardiac monitor (icm), the first icm placed and turned on but had a poor signal with a lot of noise/oversensing. It was noted that the device was positioned in the best recommended position. The sensitivity was adjusted but then the icm began undersensing. The first icm was removed and a second icm was placed in a second location after mapping showed a clear signal. The second icm also showed noise/oversensing when it was turned on. The second icm was removed and a different model icm was then placed and a clear signal was obtained. No patient complications have been reported as a result of this event.